Event description:
Boston scientific received information that during the attempted implant of this device,when the right ventricular (rv) lead was connected to the device, non-capture and asystole were observed. A different device was therefore implanted. No adverse patient effects were reported.

Event description:
The device was received at boston scientific's return products department.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt, high power visual inspection of the header found that both seal plugs were intact. All medical adhesive was properly adhered to the header. The header was solidly attached and no obstructions were identified in the lead barrels. A review of device memory found that a 'lead safety switch' had occurred in both chambers two days after the attempted implant. The device had been programmed in bipolar lead configuration at the time of the attempted implant. A review of memory found that a lead impedance of greater than 2500 ohms (?) In the ventricle was detected. Both set screws operated normally in both directions and spring electrode measurements were within normal range. The set screws were removed and high power visualization did not identify any cross-threading. During pin gauge testing, the ventricle-tip set screw up measurement failed. The minimum allowable pin gauge could not be completely advanced through the ventricle-tip connector block. All other measurements were within the specified tolerances. High power visual inspection of the ventricle lead barrels found that the ventricle-tip connector block was shifted over and out-of-positon within the terminal block. An is-1 lead connector end could be fully inserted into both lead barrels. It was harder to push the is-1 connector through the ventricle tip connector block than the atrial one. Following extensive testing, it was concluded that an excessive force was applied to the connector block at the supplier assembly level. A shift in the ventricle-tip connector block may have caused or contributed to an inability to fully advance the lead's terminal pin into the header resulting in the clinical observation of non-capture and asystole.